Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive approximately one to two times per week, after which the user could eventually wake the device and was instructed to perform a pump restart to address the issue. Symptoms included no clinical effects. Outcomes included no impact on health, no medical intervention, and no alarms. Investigation included user interview and troubleshooting. Investigation of this case revealed the device functioned after restart with no additional findings reported. It was concluded that the event involved an intermittent device mechanical or user interface issue without clinical consequence and with no fault confirmed.